Event description:
Additional information received from sales representative on 17october2018: the procedure was a hip labral repair. There was no patient harm. The anchor pulled out easily as well, so the primary hole was used for the insertion of second anchor. The case was delayed no more than five (5) minutes. The malfunction was the proknot would not slide as intended; therefore, it could not be used.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code 210820 lot l789871 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4). The expiration date is not currently available.

Manufacturer narrative:
(B)(4)-incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a hip surgery procedure the customer's gryphon anchor with proknot, it was observed that the suture did not slide as intended and prevented the surgeon from tying a knot. The anchor was removed, and the case was completed by using a new anchor in the same bone hole. There was no patient harm, but a five minute delay to complete the case. The anchor was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.